Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05637. It was reported that vessel dissection occurred. The target lesion was located in the ramus artery. A 1.25mm rotalink¿ burr and a rotawire were selected for use. During procedure, rotablation was performed in the ramus artery. After rotablation was completed, a picture was taken and a dissection of the left main and that has bowed down into the circumflex was found. As per physician's opinion, the dissection was caused by a non-bsc guide catheter. The patient was taken for surgery urgently and did well. No further patient complications were reported.